Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication or allegation of a device malfunction contributing to the patient's death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at home and passed away before ems arrived. The patient's family was present at the time the device was alarming. Review of download data surrounding the event indicates that the lifevest detected non-sustained ventricular tachycardia (nsvt) from 13:49:34 to 14:21:35 and that the response buttons were pressed preventing treatment. Ventricular tachycardia was detected from 15:32:16 to 15:33:26 with response button use preventing treatment. It is not known who pressed the response buttons during the event. Asystole was detected starting at 15:35:55 and the device was shutdown at 15:44:25. The patient passed away on (B)(6) 2016.